Event description:
Boston scientific received information that this right ventricular lead displayed noise and oversensing lasting fourteen seconds. During this time there was greater than two seconds asystole noted. This was a one time occurrence that could not be reproduced. There were no adverse patient effects and the physician will continue to monitor the patient. No programming changes were made.

Event description:
Additional information was received that a total of four events occurred where pauses in pacing occurred. The device automatic gain control had been reprogrammed to least. The device was nearing elective replacement indicator (eri) and a routine change out procedure was performed. During the procedure, the rv lead was surgically extracted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.